Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21 -may-2019 with the following findings:.during investigation, there was one call service 075 alarm in pump history. There were no alarms occurring during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a call service alarm issue. The reporter alleged the pump emitted a call service 075 alarm during bolus delivery. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.